Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt urgently presented in the clinic after receiving inappropriate shocks during the day. Atrial lead exhibited noise. It was resolved by reprogramming the mode to deactivate atrial channel. Device remained implanted.